Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (significant mural thrombus at the aortic attachment sites), device failure/lack of effectiveness related to patient condition (significant mural thrombus at the aortic attachment sites).

Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a 5.3 cm diameter saccular aneurysm approximately four months ago in zone 4. Proximal aorta was 31-32 mm in diameter and 80 mm in length. Distal aorta was 32-31 mm in diameter. Right iliac artery was 8 mm in diameter and the left iliac artery was 7.5 mm in diameter. The right femoral artery was 12 mm in diameter and left femoral artery was 11 mm in diameter. There was moderate aortic tortuosity. The access vessels had moderate calcification and the aortic neck had insignificant mural thrombus at the proximal and distal attachment sites. It was reported that at the end of the procedure a type ib endoleak was discovered and was resolved with a distal extension. The one month follow-up CT showed no signs of an endoleak. No additional clinical sequelae were reported.